Event description:
A customer reported that the insulin gauge displayed an incorrect amount after installing a new cartridge, which caused concern about whether the cartridge was properly filled. There was no adverse impact to the customer's blood glucose level. The customer continued using the same cartridge, and the issue resolved itself over time.